Event description:
It was reported that the right ventricular (rv) lead had low impedance counts since the last transmission, but no warning occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7088b, implantable pulse generator, (B)(6) 1999. (B)(4).